Event description:
The customer reported that the pump was not holding the charge. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding the outcome of the event.